Event description:
Pt reports silicone bleed into tissues with capsule formation and migration to (l) internal mammary lymph nodes. Complains of pressure and pain. Implants were explanted during a lengthy surgery of 8 hrs, requiring 2 teams of surgeons. Implants were replaced with saline implants. Also had surgery to remove silicone laden nodes in chest cavity. Surgeries have resulted in scarring of lymphatic vessels (full of silicone). Has bilateral lymphedema in both arms - a painful, ugly, irreversible condition.